Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 298 mg/dl. The customer changed the cartridge and delivered a correction bolus. The customer had been outside in the heat and thought that the insulin in the cartridge had gone bad in the sun and excess heat (80 degrees). Tandem technical support advised the customer to consult with a healthcare provider regarding the event.